Event description:
It was reported that the atrial lead exhibited noise. A lead fracture was suspected. The lead was turned off due to noise. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.